Event description:
Same case as MDR ID 2134265-2013-08163. It was reported that catheter entrapment on the guide wire occurred. After the 182cm choice pt guide wire crossed the target lesion, the 2.00mm x 20mm emerge balloon catheter was advanced over the guide wire however the device was stuck on the guide wire. When the physician tried to remove the balloon catheter, it ended up being stuck on the guide wire the whole time. Both the 182cm choice pt guide wire and the 2.00mm x 20mm emerge balloon catheter were removed together. The procedure was completed using another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a 38cm portion of choice pt guidewire. The choice pt guidewire is the device for the related complaint. A stopcock was attached to the hub of the catheter. The balloon was loosely folded. The guide wire was protruding 10cm from the guidewire exit notch of the device and 2cm from the tip. The outer diameter (od) of the guide wire was measured with a calibrated snap gauge. The majority of the distal shaft was buckled. The mid-shaft was separated adjacent to the proximal edge of the guidewire exit notch. The mid-shaft material was stretched and necked-down also the separated surface was jagged, which suggests that the separation may be related to tensile overload. There was no other damage to the device. The guidewire was removed from the catheter during the analysis of the related complaint. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and difficulty withdrawing a catheter from a guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment on the guide wire occurred. After the 182cm choice¿ pt guide wire crossed the target lesion, the 2.00mm x 20mm emerge¿ balloon catheter was advanced over the guide wire; however, the device was stuck on the guide wire. When the physician tried to remove the balloon catheter, it ended up being stuck on the guide wire the whole time. Both the 182cm choice¿ pt guide wire and the 2.00mm x 20mm emerge¿ balloon catheter were removed together. The procedure was completed using another of the same device. No patient complications were reported and the patient status is fine.